Event description:
The patient reported developing scars after a pod was worn on the lateral abdomen for more than 48 hours. Reportedly, the infusion site initially developed inflammation at the cannula insertion site, along with a fluid-filled blister that later burst and formed a scab. After the scab healed, the patient noted the development of scars. No additional information was provided regarding treatment for the skin condition.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.